Event description:
Dealer was replacing a j-box on carroll homecare bed serial #(B)(4) under warranty (B)(4) and alleges when he plugged in the hi-lo motor to the new j-box that the hi-lo motor sparked and smoke came out of it. No injury is alleged.

Manufacturer narrative:
RMA 859789784 has been initiated for this issue. Model bc1180-111-ae, serial number/date code (B)(4). The user manual part number 1153410 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.